Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced worsening atrial fibrillation. Patient was put on sotolol and was scheduled for a cardioversion in may.

Event description:
It was reported that the arrhythmia did result in clinical compromise. Additionally, there was no history of atrial fibrillation pre-ventricular assist device (vad), however, the patient did have a history of ventricular tachycardia pre-vad.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of atrial fibrillation could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25may2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.